Event description:
Unomedical reference number (B)(4). Event occurred in germany: patient was alerted by alarm 2 followed by alarm 26. Upon investigation it was found that blockage is at the insertion site. It was reported that the patient faced an event of bent cannula with an infusion set. The symptoms were noticed within 3 hours of insertion. The site of insertion was upper buttocks which was reported to be rotated regularly. The patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.